Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the guide catheter leaked. A brachial approach was being performed. A guide catheter was being used to cannulate the left coronary artery. After connecting the valve a leak from the hub of the guide catheter was noticed. The guide catheter was replaced with another and the procedure was completed without any problems. Pt is reported to be fine.